Event description:
It was reported that the cardiosave intra aortic balloon pump(iabp) had suddenly lost its back pulse during use. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 event site name is wuhan hospital of integrated traditional chinese and western medicine; event site telephone number is: (B)(6). A supplemental report will be submitted upon completion of our investigation.